Event description:
It was reported to medtronic minimed that the customer experienced calibration not accepted alert and sensor glucose vs. Blood glucose. The customer reported blood glucose value of 424 mg/dl. The customer reported hemorrhage/blood loss/bleeding, hyperglycemia treated with no treatment, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: after sensor warmed up, sensor glucose reading was at 81mg/dl. Document treatment for high bg: bolus document type of diabetes: type 1. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-242a. Customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reports receiving a "calibration not accepted" alert. Cust entered a new bg to calibrate but calibration was not accepted. Customer did not receive a "change sensor" alert. Explained to wait before attempting to calibrate again after getting a calibration not accepted message. Customer reported high bgs. Customer has been using the insulin pump system within 48 hours of reported high bg event. Customer declined to check for possible site/ insulin issues. Customer reported blood at site. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-242a. The customer will continue using the device.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.